Manufacturer narrative:
Case reference number (B)(4) is a spontaneous report initially received from a researcher via customer care on 07-sep-2021, regarding a male patient who experienced the events of 'seizure', 'became cyanotic', 'stopped breathing, and 'was hypotensive'. Medical history included a long history of seizures prior to the admission. Concomitant medications were not reported. On (B)(6) 2021, qc lot release assays (graft inspection qc2-027, dual stain qc2-094, endotoxin qc2-010, sterility pre-release qc2-005, sterility final product qc2-012) and environmental results (manufacturing: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right) and grade b (viable air particulates and nonviable air particulates) and qc sterility: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right)) were performed. All results were reported as 'pass'. Qc lot release assay (implemented (B)(6) 2019) 3t3 residual assay qc2-136 was reported as less than 0.1-pass. On (B)(6) 2021, patient received 102 epicel (cultured epidermal autografts, lot number: ee02789 (so138420/so138771), expiration date: 13-may-2021). On (B)(6) 2021, the patient had a seizure following the insertion of aa central line into the femoral vein. Patient became cyanotic and stoopped breathing. Cardiopulmonary reanimation was initiated, after which patient was hypotensive. Patient was placed on a ventilator, and vasopressin was started. Outcome of events was recovered for 'stopped breathing' and not reported for the rest of the events. At the moment of the report, the patient was still on the ventilator. The reporter's causality assessment was unlikely related for epicel. *no further information* was available at the moment of the report. All follow-up information is blended into the case narrative above, with the latest information presented between asterisks (*). Follow-up information received from senior quality control manager on 25-oct-2021: new information included qc tests. Follow-up information received from reporter on 09-nov-2021: new information included patient's date of birth. Case comment: reported adverse events of cyanosis, respiratory arrest and seizure are unexpected, whilst hypotension is expected according to the epicel dfu. Reportedly patient had a seizure following the insertion of a central line into the femoral vein, after which he became cyanotic and stopped breathing. Hypotension as reported occurred after cardiopulmonary reanimation. All events are in association with each other. Patient already had reported a long history of seizures. Patient's cutaneous burns may have contributed to development of cyanosis. Having in mind already mentioned confounding factors, there is not enough evidence to suggest a causal relationship between epicel and all reported events, therefore rendering the causality as unlikely related. The case is serious due to 'important medical event' criteria.

Event description:
Seizure [seizure]; became cyanotic [cyanosis]; stopped breathing [breathing arrested]; hypotensive [hypotensive].

Manufacturer narrative:
Case reference number (B)(4) is a spontaneous report initially received from a researcher via customer care on 07-sep-2021, regarding a male patient who experienced the events of 'seizure', 'became cyanotic', 'stopped breathing', and 'was hypotensive'. Medical history included a long history of seizures prior to the admission. Concomitant medications were not reported. On (B)(6) 2021, patient received 102 epicel (cultured epidermal autografts, lot number: ee02789 (so138420/so138771), expiration date: 13-may-2021). On (B)(6) 2021, the patient had a seizure following the insertion of aa central line into the femoral vein. Patient became cyanotic and stoopped breathing. Cardiopulmonary reanimation was initiated, after which patient was hypotensive. Patient was placed on a ventilator, and vasopressin was started. Outcome of events was recovered for 'stopped breathing' and not reported for the rest of the events. At the moment of the report, the patient was still on the ventilator. The reporter's causality assessment was unlikely related for epicel. No more information was provided at the moment of the report. Company comment: reported adverse events of cyanosis, respiratory arrest and seizure are unexpected, whilst hypotension is expected according to the epicel dfu. Reportedly patient had a seizure following the insertion of aa central line into the femoral vein, after which he became cyanotic and stopped breathing. Hypotension as reported occurred after cardiopulmonary reanimation. All events are in association with each other. Patient already had reported a long history of seizures. Having in mind already mentioned confounding factors, there is not enough evidence to suggest a causal relationship between epicel and all reported events, therefore rendering the causality as unlikely related. The case is serious due to 'important medical event' criteria.

Event description:
Seizure [seizure]; became cyanotic [cyanosis]; stopped breathing [breathing arrested]; hypotensive [hypotensive];